Event description:
Customer's mother reported a high blood glucose reading of 330 mg/dl. She stated that the customer was treated with a bolus. Customer expressed no symptoms of high blood glucose. Customer's basal rates were increased. She stated that the drive support cap appeared to be normal and recessed and found no air in the tubing an no leaks. She was advised to run a manual prime and stated that insulin did exit the tubing. The bolus history and alarm history were correct. The insulin pump passed the high pressure test. She was advised to remove the infusion set and stated that the cannula was not bent but was occluded. She stated that the insertion site did show signs of infection and that the area appeared to be raised. Customer was advised on techniques for cleaning the site. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).